Manufacturer narrative:
Upon further evaluation of the device, service found the lighting lens adhesive was peeling off due to handling. Service confirmed the elevator wire was broken. The angle of curvature is insufficient due to the elongation of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The curved rubber adhesive was cracked due to external factors. The lighting lens adhesive part is peeling off due to handling. Fluid ingress was observed on the electrical connector. Scratches were observed on the insertion tube, on the tip cover, on the tip body, on the control body, on the control body cover, on the up/down knob, on the up/down angle fixing lever, on the gripping part, on the universal cord, and on the scope connector, due to external factors. The paint on the suction cylinder was peeling, and the lettering on the control cover was unclear, due to wear. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿standing wire cut¿ on the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the lighting lens was peeling. This report is being submitted for the peeling adhesive found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to stress of repeated use, external factors, or handling. However, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.